Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of pneumonia is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient was injected with juvéderm volbella® xc in the oral rhytids, and upper lip, and juvéderm vollure¿ xc in the oral commissures. 12 days later, patient was injected again with juvéderm volbella® xc in the oral rhytids, upper lip. 1 week later, patient was injected with juvéderm voluma® xc. It was noted that the patient underwent treatment for pneumonia around 2 weeks after the final injection; this event is not device related. The pneumonia was treated with moxifloxacin x 7 days. 2.5 months later, patient experienced ¿hardness and a lump in the right lower lip and right naso labial folds¿. Patient was treated with doxycycline 100mg, prednisone 30mg, clarithromycin 500mg and zyrtec 10mg. Symptoms ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2020-00228 (B)(4), MDR ID #3005113652-2020-00230 (B)(4), and 3005113652-2020-00231 (B)(4). This MDR is being submitted for juvéderm volbella® xc.